Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. D4: "potential part #g1741, g1746. Potential lot #2660300, 2660301, 2743160, 2785572 and 2785573." MFR# clarification: new registration number (B)(4) is now being used for MFR report number, replacing registration number (B)(4).

Event description:
It was reported that the needle detached while in use. The nurse felt resistance when trying to inject the patient and found the needle had separated from the syringe. No adverse health outcomes were reported.